Manufacturer narrative:
It was reported the patient underwent cystoscopy on (B)(6) 2005 to rule out interstitial cystitis and neurogenic bladder. It was reported that mesh was implanted on (B)(6) 2006 due to stress urinary incontinence with pelvic relaxation. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04659. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 in order to treat stress urinary incontinence. It was reported the patient underwent cystoscopy on (B)(6) 2005 to rule out interstitial cystitis and neurogenic bladder. It was reported that mesh was implanted on (B)(6) 2006 due to stress urinary incontinence with pelvic relaxation. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).